Event description:
It was reported that after a da vinci-assisted uvulopalatopharyngoplasty (uppp) surgical procedure, the permanent cautery spatula had a piece near the metal tip broken. A fragment was found. The user completed the procedure using the same instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the permanent cautery spatula instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was analyzed and found to have a broken ceramic sleeve. Broken piece(s) are missing as a result of breakage and it is not attached to the instrument when received. The ceramic sleeve does not exhibit scratch marks. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. There was no noticeable instrument collision. The broken area is the gray area close to the metal tip. The fragment was discovered outside the patient's anatomy and returned together with the instrument. There was no fragment fall into the patient and no injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. There was no noticeable instrument collision. The broken area is the gray area close to the metal tip. The fragment was discovered outside the patient's anatomy and returned together with the instrument. There was no fragment fall into the patient and no injury to the patient.